Event description:
Concern for graphite in the air drive line and several small bubbles in the membrane noted during routine hourly checks by rn. FDA safety report ID# (B)(4).

Event description:
Additional info received from reporter on 04/02/2020 for mw5094033: concern the fill of the device became intermittent and a high pitched whistling sound was heard in time with the systole from ikus. Although no crack could be seen, there was a concern there could be leaking from the device. FDA safety report ID# (B)(4).